Event description:
The manufacturer received information alleging an issue with a ventilator's pressure and air was leaking from the exhalation valve in the patient circuit. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's active exhalation control module was replaced to address the issue.